Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he was not receiving any alerts from the insulin pump. Customer's blood glucose was 143 mg/dl. Device was set on beep medium. Customer was advised the device will need to be replaced. Customer did not want to replace the device. No further information reported.